Manufacturer narrative:
Journal article title: preliminary results of a new illuminated radiofrequency ablation catheter for the treatment of great saphenous vein reflux disease surgical innovation 2021, vol. 0(0) 1¿7 © the author(s) 2021 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177 /15533506211021806 journals.sagepub.com/home/sria2 average age date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a single surgeons experience of a new illuminated radiofrequency ablation device (thermoblock) for the treatment of great saphenous vein (gsv) reflux disease and indicated successful gsv ablation and closure comparable with the marketed other radiofrequency ablation systems with increased reliability to the catheter due to the light illuminations indicating the course and position of the catheter. 272 patients were included in the study. Medtronic¿s closurefast and venaseal products are referenced in the discussion of the article as means of comparison with the study device. The author references a retrospective study from 2016 which revealed 100% total occlusion rates with closurefast catheter. In the af orementioned study, the author reports 0.5% of the patients suffered from deep vein thrombosis and noted heat-induced thrombosis occurred in 1.1% of the patients. A retrospective study from 2019 reporting successful closure rates of closurefast of 100%, 99.7%, and 98.9% at 1 month, 6 months, and 12 months, respectively is also referenced. In this study, the incidence of deep vein thrombosis and heat-induced thrombosis rates was similar as 0.7% deep vein thrombosis and 0.4% heat-induced thrombosis. The paraesthesia rates, which is known as the most common minor complication of the procedure, were observed in 5.7% and 1.7% depending on the vein diameter. None of the patient¿s in the current study were treated with a medtronic device.